Event description:
It was reported that this patient is concerning about recurrent chest pain. The device was reprogrammed but no enhancement was noticed. The device is currently implanted. No additional adverse patient effects were reported. Additional information was received and currently the new configuration of the device eliminated the chest pain, also an echocardiogram was programmed. This patient is being monitored. No additional adverse patient effects were reported.